Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had fallen off a ladder and their pacemaker and right ventricular (rv) lead exhibited high thresholds and low pace impedance measurements. It suspected that the lead had fractured. Subsequently the lead was surgically abandoned. The device was explanted at the same procedure and discarded. No additional adverse patient effects were reported.